Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, crease fold, wear abrasion, yellow particles inside of the device. Leak test was performed and found delamination of the diaphragm valve. And opening crack on diaphragm valve a microscopic analysis was performed which identify delamination. And opening crack on diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. The device has been explanted. And replaced.